Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4). Evaluation description: no complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found that only the connector portion of the lead. The insulation was abraded at 6.0 cm to 6.1 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).